Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets expectations. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr result and the lab inr result. The results were as follows: inratio: 5.5 lab: 1.99 - the actual date of occurrence was not available. The customer stated that the inratio monitor was bought from a wholesaler. The nurse could not confirm whether proper training occurred. Patient's therapeutic range: not provided. (Note: the inratio2 product 99008g1 is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states.)